Event description:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). The customer alleged a manufacturer medline wheelchair, serial number (B)(6) with a cosmetically damaged stir-up, inoperable footrest and brakes that would not engage.